Manufacturer narrative:
Despite three good faith-effort attempts on 06/03/2025 to (B)(6), and two attempts on 12/06/2025 and 12/11/2025 to (B)(6), the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed.

Event description:
It was reported that the rental dreamstation st30 device was being returned due to the user passing away. There was no allegation of malfunction or that the device caused or contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.